Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right carotid artery with a max diameter of 25mm and a 25mm neck diameter. It was noted the patient's vessel tortuosity was normal. It was unknown if dual antiplatelet therapy (dapt) was administered. It was reported that the opening of the pipeline inside the artery at the c4 level was not achieved. It was stated the proximal, middle, and distal segments failed to open. The device was not in a bend at the time of the event, less than 50% had been deployed when it failed to open, the physician re-sheathed more than twice, and no additional steps were taken to open the pipeline. The pipeline was removed from the patient, and a replacement was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results showed the aneurysm was excluded. Ancillary devices include a cook sheath, marksman microcatheter, avigo guidewire.

Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the pipeline flex embolization device (lot no. A983466) found that the pushwire was bent at ~33.3 cm from proximal end. The distal hypotube was found to be stretched with the ptfe pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The tip coil was found to be missing. The core wire was found to be intact. Due to the condition in which the braid was returned the proximal and distal ends of braids were unable to be determined. The braid end 1 was found to be collapsed and frayed. The braid end 2 of the pipeline flex braid was found to be opened and frayed. The dps sleeves were found to be missing. No device malfunction was reported for the marksman catheter. The marksman total length was measured to be ~158.9 cm (reference: 157.0 cm ± 3 cm). The marksman useable length was measured to be ~151.3 cm which is within specification (specification: 150.0 cm ± 3 cm). However, the catheter body was found to be damaged at ~40.9 cm and accordioned at ~28.7 for ~5.3 cm from distal tip. No damages were found with the distal tip. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was confirmed as the braid end of the pipeline flex braid was found to be collapsed. It is likely the failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. The customer reported having re-sheathed the device more than twice. H6: method code updated to b19. Result code updated to c070601 and c070603. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.